Event description:
Rptr stated the bolt fell out of the front fork where the fork pivots. The fork fell away from the chair and the chair rolled over the fork causing the chair to go down on the right side hitting the foot rest snapping the rear part of the swing away foot rest. No injuries reported.